Event description:
Pt called in 2002 alleging that their one touch ultra meter would prompt "error 5" messages and was reading inaccurately erratic. Pt obtained blood glucose results of 500 and 120 mg/dl within 10 minutes with a difference of 380 mg/dl. No symptoms or medical treatment were reported. Pt reported running quality control tests with every new bottle of test strips, however pt did not have control solution. Issue was not resolved. No serious injury or adverse event was reported.